Event description:
Subsequent to the previously filed report, additional information was received: iatrogenic atrial septal defect was also present. There was no device issue or malfunction with the sgc during use. On (B)(6) 2023, the patient underwent surgical intervention for mitral valve replacement and to repair the atrial septal defect.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to patient anatomy. The reported recurrent mr and tissue injury appear to be related to the reported slda. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: health effect - impact code: 4624, 4607 added. The sgc mentioned in b5 was filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (slda) was due to patient anatomy. The reported recurrent mitral regurgitation (mr) and tissue injury appear to be related to the reported slda. The reported patient effects of recurrent mr and tissue injury, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report incomplete coaptation and recurrent mitral regurgitation. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with tethered, thin, and friable leaflets. One clip was successfully implanted, and the procedure was concluded with a resulting mr of grade 1. Later that day, a transthoracic echocardiogram (tte) was performed and it was observed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4 and leaflet damage. No additional information was provided.